Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device and ECMO for mechanical circulatory support. The patient had the impella placed direct via 10mm graft at the base of the innominate artery. The impella was kinked and unable to use. Requiring a replacement. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.